Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low glucose alarm with the freestyle librelink application. Successfully received low glucose alarm notifications using a similar configuration, and was unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with android phone with android operating system version 12. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and seizure and was unable to treat. The customer presented to the local hospital and received healthcare professional (hcp) treatment of unspecified gel. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with android phone with android operating system version 12. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and seizure and was unable to treat. The customer presented to the local hospital and received healthcare professional (hcp) treatment of unspecified gel. There was no report of death or permanent impairment associated with this event.